Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing light headedness, palpitations and shortness of breath presented in clinic. During capture testing, the patient experienced phrenic nerve stimulation and also felt dizzy. The patient reported feeling stimulation when lying on the left side. The left ventricular lead was programmed off and the device was programmed to right ventricular pacing only.

Manufacturer narrative:
Analysis found an insulation abrasion breaching the rf cable lumens at 81.1 - 82.3 cm from the connector pin.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2016. The patient's condition was stable post procedure.